Event description:
This rv lead was implanted on (B)(6) 2011and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stated that the remote home monitoring system issued an alert for low out of range shock impedance mesurement of exactly 0 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6).no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).